Event description:
It was reported that the pump battery remains at low power mode for several hours while charging. Customer reverts to manual insulin therapy while this happens. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.